Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, correction of asymmetry.

Event description:
Healthcare professional reported via nbir left side "rupture, and correction of asymmetry." Patient undergone capsulectomy. Device has been explanted and replaced with non-abbvie device.